Manufacturer narrative:
No injury reported. The consumer reportedly was on the rollator when one of the wheels gave way and he fell to the floor. If the caster was permitted to loosen, improper maintenance of this type can result in bending and eventual fracture of a stem bolt. Current user guides cover this area. User error/improper maintenance is likely cause of this incident. Malfunction is not confirmed. MFR is attempting to obtain product for inspection.

Event description:
The consumer was sitting on the seat of the rollator when one of the swivel wheels allegedly gave way, causing him to fall to the floor. The consumer called 911 and was evaluated, but di d not go to the hosp. No serious injury is alleged.